Event description:
Info received indicates the set leaked between tubing and filter when the pump was primed. The pt was using zpsuam at 3.375g in 100 cc at 25 cc/hr. The pt's condition was not affected.

Manufacturer narrative:
The actual samples of lot (B)(4) that the complaint was mentioned on were not returned to moog medical for eval. Three (3) admin sets of lot (B)(4) were pulled out from the qa's retain samples area for testing. The complaint could not be confirmed.